Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned in good visual condition and with one vascr35 cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the sales rep spoke to the scrub tech three days after the event. The rep said the surgeon must have used clips on the vein to control bleeding, however specifics on how hemostasis was achieved are not known. The volume of blood lost is not known, but the patient did not require a transfusion the analysis found that one pve35a device was returned in good visual condition and with one vascr35 cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, on an unknown firing the surgeon fired across the inferior pulmonary vein and the device cut but did not staple. It is not known how the bleeding was controlled, but the blood loss was not significant and the patient did not require a transfusion. Another device of the same product code was pulled and used to complete the procedure.